Event description:
It was reported that during an open hepatectomy, after fire and jaw open, serious bleeding found the specimen site, staple not well formed, blood lost unknown. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance/ manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how was the bleeding controlled? [Ans: hand sewn suture], how much blood was lost (ml)? [Ans: 200ml], did the patient require a transfusion? [Ans: no], was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) [Ans: no] what is the most current patient health status and condition? [Ans: normal recover]. Other additional information: batch no. For ec45a: x94053, number of reloads used with same device before incident: 2-3 and all found normal physical feedback while compress and firing: feel normal when squeezing handles precompression on tissue: 30s before firing.